Event description:
Clinical study: it was reported that 6 months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr) by having coronary artery bypass grafting (CABG). Lesion 1 was a 3.0mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery and was 12mm long. The physician treated the lesion with direct stenting and placement of a taxus express2 8.8% 3.50x12mm drug eluting stent in the target lesion reducing the stenosis to 0%. Target lesion 2 was located in the ostium of the 2nd diagonal (2nd diag) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 3 was located in the mid left anterior descending (mid lad) at the origin of the 2nd diagonal, with 90% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. Bifurcation stenosis of the mid lad and 2nd diagonal was treated with simultaneous placement of a taxus express2 8.8% 2.5x16mm drug eluting stent in the 2nd diagonal using the kissing balloon technique, reducing the stenosis to 0% following post-dilatation. There were no complictions. The pt was discharged the next day on plavix and aspirin. 6 months after the procedure, pt was admitted for cardiac catheterization to evaluate symptoms of recurrent chest pain and abnormal results of a nuclear stress test (date unknown) positive for ischemia and a small basal inferior defect. The pt initially presented to a non-enrolling hospital and was transferred to the study site the next day for further evaluation and possible intervention. Coronary angiography at that time, revealed lvef 65%, lmca did not exist, lad and lcx arose from separate ostia from the left sinus of valsalva, lad diffuse 40% proximal stenosis, previously placed lad stent noted prior to the bifurcation of diag2, 60% in-stent restenosis of the distal third of the previously placed mid lad stent (just below the bifurcation of diag2), 70-80% in-stent restenosis of the distal third of the previously placed distal lad stent, previously placed proximal diag2 stent noted to be patent, lcx 30% ostial stenosis of om1, rca discrete 20% proximal stenosis, 30-40% stenosis prior to the junction of r-pda and rpl1. The next day, the pt underwent consultation for possible surgical intervention. He was discharged 3 days later with medication adjustments (plavix and bet blocker therapy temporarily discontinued). Plan was made to return for recommended surgery the following week. 3 days later, the pt underwent scheduled 4-vessel aorto coronary bypass grafting with lima sequentially to the mid and distal lad, svg to diag1, and svg to distal rca. The pt experienced a syncopal episode postoperatively thought to be vasovagal in nature. He was also started on glucotrol for new diagnosis of diabetes mellitus. The pt was discharged 5 days later on continued aspirin and plavix therapy. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.